Manufacturer narrative:
Correction - d6b - should have been (B)(6) 2021 rather than blank.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Longevity analysis was performed and found that the battery depletion is within overall longevity. Battery performance alert (bpa) was determined to be false. No other anomalies were found.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable before, during and after procedure.